Manufacturer narrative:
It was reported, that the patient was implanted a metasul large diameter head 52/r on the right side on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2014 due to metallosis. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer. Implantation report, dated (B)(6) 2010: preoperative diagnosis: severe osteoarthritis of the right hip. Procedure: kinectiv femoral stem with modular neck, mmc uncemented cup size 60/52 and metasul ldh head size 52mm were implanted. Excellent alignment and stability achieved. No abnormalities observed. Revision surgery report, dated (B)(6) 2014: preoperative diagnosis: metallosis status post metal on metal right thr. Procedure: extensive white chalky debris and some black tarry material throughout the hip were observed. Extensive metallosis between the inner and outer parts of the metal head noted. Significant black tarry corrosion between the neck and the head itself and also at the neck-stem interface. No bone ongrowth observed on the acetabular cup. All the components were revised. Root cause determination according to: micro motion, fretting corrosion, decrease of taper connection strength due to particles between stem/adapter taper and ball head => possible: revision report stated that corrosion was observed on taper connection. Part not returned for investigation, cannot be excluded; invivo higher corrosion than expected based on invitro results due to risk of difference between invivo and invitro behavior: corrosion => possible: revision report stated that corrosion was observed on taper connection; micro motion, fretting corrosion, higher crevice corrosion due to due to tolerances of adapter taper, different loading transfer proximal/distal => not possible: DHR reviewed and the device manufacturing quality records indicated that the released components met all requirements to perform as intended; fretting corrosion due to micro motion on taper due to behavior (connection strength, corrosion) of 8/10 taper was worse than 12/14 taper => possible: revision report stated that corrosion was observed on taper connection; release of corrosion particles and ions due to wrong material paring => not possible: material compatibility specification certified the compatibility of the products; chemical, galvanical or crevice corrosion of material due to foreign particles (taper) + scratches on articulated surface from surgeons => possible: part not returned for investigation, cannot be excluded; increased wear, fretting corrosion (lever torque) due to patient with high body weight and bmi => possible: patient weight and bmi unknown, cannot be excluded. Malpositioning of the device, foreign particles left between the implants and high patient activity/bmi could have led to the problem observed. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a metasul large diameter head 52/r on the right side on (B)(6) 2010. The patient underwent a revision surgery on (B)(6) 2014 due to metallosis.